Event description:
A (B)(6) old male pt contacted zoll customer support to report that when he placed his battery pack in the monitor, it displayed a question mark. The battery had been charging all night. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (question mark when placed in monitor after charging all night) has been confirmed. Upon investigation, contamination was found inside the battery pack. The cause of the fault when placed on the monitor is internal contamination. The cause of the contamination is liquid ingress. The root source of the liquid ingress cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.